Manufacturer narrative:
Journal name: clinical research in cardiology title of article: impact of left main coronary artery disease on long-term mortality in patients undergoing drug-eluting stent implantation literature reference: doi 10.1007/s00392-017-1145-7 received: 13 march 2017 / accepted: 31 july 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patients with significant coronary artery disease in the left main alone and patients with one-, two- and three- vessel coronary artery disease in the left main, lad, lcx and rca were treated with drug eluting stents. The study assessed the long-term mortality rates among patients undergoing pci with drug eluting stents.